Manufacturer narrative:
The insulin pump was received with protruded/loose dive support disk and missing end cap sticker.

Event description:
It was reported that the insulin pump squirt out the insulin and alarmed during manual prime. Nothing further was reported.